Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the lad. During a revascularization procedure one resolute onyx drug eluting stent was implanted in the lad. Approximately 15 months post index procedure and 8 months post revascularization procedure the patient suffered a myocardial infarction. It was stated that the myocardial infarction occurred in the lad and rca. The event was treated with medication and implant of two resolute onyx des were implanted in the lad and rca. The patient is recovering.